Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the site. It was clarified that the valve became dislodged from the delivery system and stuck in the right common femoral artery when withdrawing the delivery system back into the sheath. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation and additional information received from the site. The following sections of this report have been updated: added d4 lot number, added d4 expiration date, added d4 primary unique device identification (UDI) number, updated h3, added h4, corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The delivery system was returned to edwards lifesciences for evaluation. The device was visually examined, and gauges were observed on the flex tip. Due to the nature of the event, neither functional nor dimensional testing were able to be performed. The provided imagery (pre-tavr CT and procedural fluoroscopy) was provided, and the following was observed: pre-tavr CT details access vessel dimension greater than recommend (>6.0mm). Tortuosity of the right sides access, with a prominent bend of the abdominal aorta with calcifications. Procedural imagery shows that the valve appears to be dislodged from the delivery system inside the sheath and the valve appears slightly expanded on outflow side. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The transcatheter heart valve dislodging from the commander delivery system balloon was confirmed. No manufacturing nonconformance was identified during device evaluation. Reviews of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Furthermore, no abnormalities were reported during device unpacking or preparation. Per procedural manual, "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system" and "if push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace". In this case, the sheath was punctured and valve struts at the outflow were bent. It is possible that the interaction between the crimped valve and sheath shaft at the punctured site caused the crimped valve to be dislodged from the balloon during device removal. Additionally, the provided imagery revealed tortuosity and calcification in the access vessels. Tortuosity and calcification in the access vessels can create suboptimal angles, further increase the chances for the crimped valve to be interacted with the sheath when attempting to pull the device back through the side of the sheath (puncture location). As such, available information suggests that procedural factors (non-coaxial withdrawal with bent struts) and patient factors (calcification, tortuosity) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from germany, a 29mm sapien 3 valve became dislodged from a commander delivery system, resulting in additional surgery to remove the valve from the patient during a transfemoral transcatheter aortic valve replacement procedure. During the procedure, there was resistance while trying to advance the commander delivery system and 29mm sapien 3 valve through the esheath. The patient's blood pressure was falling; CPR and intubation began. The delivery system exited through the side of the esheath. A perforation of the abdominal aorta was seen. In order to be able to introduce a coda balloon to block the aorta, an attempt was made to remove the valve catheter from the sheath. The valve was lost within the sheath. The sheath and delivery system were withdrawn under fluoroscopy. However, the valve could not be withdrawn from the right common femoral artery. The right common femoral artery was opened using vascular surgery and the valve was retrieved. Upon inspection of the valve, it was noted that one valve strut was bent and had exited the sheath. Despite blocking the aorta with a balloon, hemodynamic stabilization was not achieved. In the case of uncontrolled bleeding and CPR for approximately 45 minutes, an interdisciplinary decision was made against va-ECMO implantation with central cannulation. The patient died.

Manufacturer narrative:
Investigation is ongoing.